Event description:
(B)(4).

Manufacturer narrative:
The technician found the side rail mounting screws have become loose and are failing out. The side rail was reattached and the screws tightened by the technician to resolve the issue.